Manufacturer narrative:
The cerelink was returned for evaluation. Review of the history device records for the product code 82-6850 with lot 3713461, conformed to the specifications when released to stock. Failure analysis - the issue of the complaint has not been confirmed: device passed electronic, noise, linearity/hysteresis, and signal drift tests. No root cause of issue reported by customer could be determined as the device worked correctly. However, the possible root cause of the damaged catheter observed during product investigation could be probably due to a mishandling, as noted in the IFU of the product, the device 826850 must be used with care to avoid any damage.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported negative intracranial pressure readings from the codman cerelink microsensor used with a direct link module, serial (B)(4). After the patient was transported from the surgical theatre to the intensive care unit, the cerelink microsensor icp probe basic kit, sensor lot number 3713461 reportedly had negative readings between -7 and -15. The sensor was left insitu from (B)(6) 2020, then removed. There were no surgical delays reported. The account manager tested the direct link module with a demo sensor, and there were no issues. The direct link performed as it expected, and the demonstration microsensor was successfully zeroed.